Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing. The lead was surgically abandoned. The patient was hospitalized and intravenous antibiotics were given. No additional adverse patient effects were reported.